Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported had a long 25cm 14fr sheath that was placed in a 80-year-old female patient for impella cp delivery. The anatomy was tortuous. The team replaced the guidewire and removed the dilator. The case completed. At the time of explant the tip of the sheath was seen to be cracked/split. The sheath split caused no harm or patient injury.

Manufacturer narrative:
The investigation into the introducer damage ¿ mechanical has been completed. The product was not returned. As per the clinical information provided, the root cause of introducer damage was most likely tortuous vasculature patient condition related.